Event description:
On (B)(6) 2012 the reported contacted the animas corporation and claimed that for 2-3 months the up and down arrow buttons began to have delayed responsiveness. The patient stated the keypad was peeling near the bottom right side of the rubber pad. The patient reportedly wore the pump on a clip and it had a protective skin. The patient claimed to have cleaned the pump with a dry cloth. The keypad was reportedly intact and the pump was not exposed to water. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.